Event description:
The customer reported that following a diagnostic catheterization procedure in 2003 a vasoseal elite was deployed in the right groin. The deployment went well hemostasis was achieved. The patient was transferred to the telemetry unit and started on heparin drip for open heart surgery scheduled for the next morning. The patient developed a hematoma and groin pain early morning. An ultrasound was completed and the patient was positive for a pseudoaneurysm. The heart surgery was placed on hold until the patient's groin was stable. A thrombin injection was performed in radiology and the pseudoaneurysm was resolved. No further complications were reported.